Event description:
Patient initially had the zenith endovascular graft placed during the clinical trials. During a CT scan, the physician noted an increase in the growth of the aneuryssm present in the common iliac artery. There were visible signs of the growth extending past where the previous iliac leg graft had landed, resulting in a distal type I endoleak. A decision was made to repair the endoleak in 2003. The endoleak from the aneurysm was sealed off with the placement of an iliac leg extension and an iliac leg graft extending the limb down into the external common iliac artery. The extending limb was overlapped back into the additional iliac leg graft. The extension was carried all the way down into the external iliac artery in order to cover all of the aneurysmal growth. The hypogastric artery was occluded. Final angiogram noted good results with successful exclusion of the endoleak.